Manufacturer narrative:
The insulin pump had a button error alarm and no act button response due to a flattened button dome switch. The pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that his insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 120 mg/dl. The customer stated that the keys began to stick, and he does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.